Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not charge unless the charging cable was held in place. There was no reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.